Event description:
It was reported to the manufacturer by the sales rep that the surgeon removed 4 pss 6540 screws and 2 40mm rods after pt did not fuse after original procedure. Two of the 4 polyaxial screws were broken approx 1/3rd of the way down the shaft. The other 2 polyaxial screws and the rods were intact. All devices were returned to the manufacturer.

Manufacturer narrative:
An investigation was initiated upon receipt of the report. The device history record was reviewed to verify that the devices were manufactured within specifications, maintained and distributed in accordance with applicable procedures. No discrepancies were found. There is no indication that the breakage was a result of product defect.